Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.(B)(4) - the dentist reported that, almost 8 months after two dental implants were installed in intraoral regions #12 and #14, their non- osseointegration was observed. Fifteen ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.